Manufacturer narrative:
(B)(4): the customer reported that the alarms were off and they were unable to turn them back on. While the device display provides visual indicators of the alarming state of the monitor, the user may not recognize the lack of alarms and this may result in the failure or the patient need for additional therapy. The available information supports that the problem with this device was due to a user turning down the volume on the obtv device. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarms were off and they were unable it to turn them back on.